Event description:
A nurse reported to a baxter sales representative that a system error 2240 alarmed during 3/5 dwelling. The patient confirmed a leak from the yume-set, but the leak area was not identified. The call center staff explained to the patient, he tried reset of the machine and took off the set. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow up report will be submitted.